Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the display cursor. It was indicated that the connection from the printed circuit board (pcb) to the overlay required reseating. It was also indicated that the electrocardiogram (ECG) connector was out of specification. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not align with the display cursor even though calibration had been done. It was also reported that the programmer made a distinct noise. The programmer was returned for service. No patient complications have been reported as a result of this event.